Event description:
During remote follow-up, post-paced t-wave oversensing was observed. No intervention has been performed at this time. The patient experienced no adverse consequences. Further information has been requested but not yet received.

Event description:
Additional information received indicated the event was resolved by reprogramming the device. The patient was in stable condition.